Manufacturer narrative:
No conclusion code available. Final analysis confirmed intermittent telemetry,which was due to a normal depleted battery.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the hospital for a routine device changeout. The device exhibited no output, telemetry could not be established. The pulse generator was explanted and replaced successfully. No patient symptoms were reported.